Manufacturer narrative:
Analysis of the returned device shows that the shape of the balloon, the dried particle in it and the large longitudinal rupture of the balloon indicates that it has been used. During functional analysis, it was not more possible to inflate the balloon, due to a large hole. Visual analysis confirmed the presence of a large longitudinal rupture of the balloon between the proximal part to the distal part of the balloon. Based on the information provided, functional and visual analysis, the most probable root cause of the hole in the balloon is attributed to the contact with bone splinter and/or surgical tool during surgery.

Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was reported that 3 balloons ruptured. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.